Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was not observed during device evaluation. However, the device logs show evidence of the reported malfunction. The device was recertified and returned to the customer. The analog board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty shield on the analog board. Analysis for reports of this type has not identified an increase in trend.